Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that the catheter lumen was blocked. This issue was reported through the taiwan adr with minimal information. The adr reports quarterly and as a result, no additional information will follow.